Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and customer had experienced low and high blood glucose level. The customer had not reported the symptoms and treated with food for low and took insulin with the pump. Customer's blood glucose value was 320 mg/dl at time of incident. Customer's current blood glucose value was 266 mg/dl. The customer¿s blood glucose was 268 mg/dl. The customer¿s blood glucose was 266 mg/dl and the sensor glucose was 73 mg/dl at the time of the incident. Customer declined to troubleshoot for the low and high blood glucose level. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 58 mg/dl and threshold/low suspend limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was performed for high readings. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer declined to check for possible site/insulin issues customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer decline to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.